Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: investigation results indicate that the breakage could have been caused by the blade coming into contact with metal while cutting and/or also under the application of a bending moment while in use. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during service conducted at the manufacturer a broken blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.